Event description:
Consumer contacted dexcom to report a hardware error code from the receiver. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found; however, when the receiver was booted on the usb the hardware error was confirmed as "call tech support" was on the screen. The root cause was determined to be a defective component in the receiver's printed circuit board.